Manufacturer narrative:
Patient country: switzerland. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland it was reported that patient faced an infusion set tubing was leaking event on 05-jun-2024. The infusion set was in use for two days. No further information was available.